Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician felt the out of range shock impedance measurements were physiologic in nature and will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Shock impedance measurements in coil to can configuration was noted to be 123 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient was brought in for commanded shock testing 2 years 10 months ago and shock impedance measurements following shock delivery were noted to be within normal limits at 59 and 60 ohms. Subsequently, the patient presented to the clinic with report of receiving shock therapy. Interrogation of the device with a programmer noted that the device recorded a shock lead open message during shock delivery due to ongoing high out of range shock impedance measurements greater than 125 ohms. The shock therapy was successful in converting the rhythm. It was reported that the patient had an electrolyte imbalance. The patient was admitted to the hospital. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an invasive procedure was performed. The device was explanted and replaced and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.